Event description:
The advocate alleged that the customer was receiving high blood glucose readings. The advocate also alleged that a control test was performed using the customer's contour meter and the result was 230 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The advocate declined to troubleshoot or return product before ending the call.